Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18.0 diopter, into the patient's left eye (os) on (B)(6) 2019. The surgeon reports refractive surprise and blurred vision. Reportedly, the lens remains implanted. The cause of the event is reported as user error; an acd value of 3.2mm was used instead of the actual acd value of 2.53mm in order to calculate the lens.